Event description:
It was reported that during interrogation attempts the programmer freezes and does not load up the (implantable heart) device information. The user attempted loading the device software prior to initiating the interrogation but it still froze up, and turning off the wireless capabilities did not resolve the situation either. It was noted that the issue is intermittent but has begun to happen more frequently. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to reproduce the customer experience of the programmer freezing and being unable to load device information. Analysis did note that the power cord bay assembly had a broken latch and it was replaced. Concomitant products: product ID: 229047, software analyzer. (B)(4).